Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735991, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there was an issue with the system being unable to load an image from a disc. The system would search for digital intercommunication of medicine (dicom) but not pull an image, and that the site has been loading exams from discs provided by their in house imaging department without issue until this first occurrence. It was noted that the system was overloaded by attempting to download the magnetic resonance imaging (MRI) three times at once. The issue was resolved by restarting the system and ensuring the download was attempted only once, which allowed the images to load successfully. There was no patient involved.